Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.602.042, synthes lot number: 6770294, supplier lot number: n/a, release to warehouse date: 02dec2011, expiration date: n/a, supplier: s.s white medical products, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the 12nm torq limiting wrench f/ dual-op uss (p/n: 03.602.042, lot#: 6770294) was returned and received at us customer quality (cq). Upon visual inspection, there were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The torque test failed high. Service and repair evaluation: during testing at service and repair it was found that 12nm torque-limiting wrench for dual-opening uss failed in calibration. The repair technician reported the device failed torque testing. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed high. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 103243757, 12 nm torque wrench. Complaint confirmed? Yes, the device received failed high during torque test. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 12nm torq limiting wrench f/ dual-op uss (p/n: 03.602.042, lot#: 6770294). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing at service and repair, a 12nm torque-limiting wrench for dual-opening uss failed in calibration. There was no patient involvement. This report is for a 12nm torque limiting wrench for dual-opening universal spine system (uss). This is report 1 of 1 for (B)(4).